Manufacturer narrative:
Initial reporter address: (B)(6). Qc was acceptable on the date of the event. Five sample-related alarms were observed on the alarm trace data. Precision testing was performed. The original sample was stored for 3 days at 2 8 °c. Product labeling states the sample is: "stable for 5 hours at 20 25 °c, 12 hours at 2 8 °c, 3 months at 20 °c (± 5 °c). Freeze only once. Ck mb stability is extremely temperature-dependent. A ck mb decrease of > 10 % can occur after the sample has stood for 1 hour at 32 °c." The patient suffers from myeloproliferative neoplasms (mpn), and when using heparin tubes the blood viscosity increases. This may lead to a drop at the tip of the sample probe, which could lead to a high result. Clots could also influence the results. Based on the data provided, the cause of the event could not be determined. A general reagent issue can be excluded. Qc data does not suggest a general reagent or instrument issue. The investigation did not identify a product problem.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys ck-mb (ck-mb) on a cobas e 801 analytical unit. The initial result was 83.8 ng/ml. This result was reported outside of the laboratory. On (B)(6) 2023 a new sample was obtained and the ck-mb result was 1.65 ng/ml. The customer noted that the initial ck-mb result was greater than the patient's initial ck result and pulled the original sample for re-testing. On (B)(6) 2023 the original sample was repeated with a ck-mb result of 2.52 ng/ml. The e801 module serial number was (B)(4).